Event description:
It was reported that the patient experienced recurring incontinence with a 13 year old artificial urinary sphincter (aus). The patient stated it mostly happened when getting up from a sitting position, but when asleep there was no much problem. The patient indicated wondering if the button to "lock open or closed" might had become stuck partly open. The patient added being reluctant to "mess with it" but was willing to see a physician about it. However, the patient also expressed being told before that due to age, a surgery was not advisable. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown. No more information available at the moment. Should additional information become available, it will be provided.